Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer failed due to the faulty latch sensor. A field service engineer resolved the issue by replacing the latch sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the drawer failed to remain closed. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b2 - the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.